Manufacturer narrative:
H3. Analysis of the burr hole device (l/n 082m28623) found the burr hole device was damaged. Analysis of the burr hole device (l/n 082m28623) found the burr hole device was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician struggles with inserting the burr hole. The screw head does not engage and falls out to the side. The physician stated the guides are too long to be able to see the screw head and the cruciate tip does not fit into the screw head easily. A second burr hole device was used and ended up still struggling so the physician had to use cranial plating screws to secure the base. The issue was resolved with the use of cranial plating screws.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: unknown, ubd: , UDI#: ; product ID: b32000, serial/lot #: (B)(6), ubd: 13-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the same model/lot number burr hole device was used the second time as the first.

Manufacturer narrative:
Product ID b32000 lot# 082m28623. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.